Event description:
The customer reported that their pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. Technical support explained that the pump reset was a built-in safety feature to maintain performance and the pump was working as intended. The customer was also informed about the necessary actions to take after the reset, which they understood and acknowledged. Ultimately, the customer successfully resumed insulin use.